Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested but not available.

Event description:
Related manufacturer reference number: 1627487-2021-01076. It was reported that patient's system was explanted due to unknown reason.